Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than or equal to 27.7mmol/l, with large ketones, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed there was no power to the pump, and there was moisture behind the display. There was no allegation of damage to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: the pump history showed the last basal delivery was recorded on (B)(6)2018. The black box data revealed a ca 064-0008 alarm on (B)(6)-2018 at 17:43 followed by the pump rebooting and replace battery alarms. The pump was powered back on and delivery resumed (B)(6)-2018 at 19:04. Moisture was observed behind the display lens. The returned battery cap was without damage. The battery compartment was undamaged and there was no moisture corrosion noted inside the battery compartment. The returned battery cap fit properly to the pump. The pump powered on and was exercised for 12 hours without any power-on-reset events occurring. The power complaint was not duplicated. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.